Event description:
The biomed stated the left foot caster will not come out of brake.

Manufacturer narrative:
Technical support instructed the biomed to replace the caster. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.